Event description:
On (B)(6) 2011, a vns implanting surgeon reported that the vns pt had a full revision surgery on (B)(6) 2011 due to an infection and that the pt was in the ICU for a prolonged period; reason unk. The hosp rep said that during surgery, they only implanted the pt with a generator; that the pt's previous generator had already been explanted. However, the implant card rec'd from the hosp states that both the generator and lead were explanted on (B)(6) 2011. Good faith attempts for more info from the hosp rep have been to no avail thus far. The physician reported that the pt's infection had begun last year and that the infection had been cured with antibiotics. The physician stated that the pt's generator was explanted because of the infection. He reported that there was no relationship between the infection and vns. No pt manipulation or trauma occurred that is believed to have caused or contributed to the infection. The infection was located at the pt's left anterior thorax. The physician said that cultures were taken but the results were not provided to the MFR. The physician stated that the pt was in the ICU during the months the original vns unit was explanted and infection healed. She was in ICU because of her status. The physician did not provide the date the generator was explanted. The reason the pt's generator was previously explanted was due to infection. If add'l info is rec'd, it will be reported.